Manufacturer narrative:
Per the instructions for use (IFU), potential adverse events associated with the overall procedure include thrombus formation, plaque dislodgment, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, and/or death. It is the natural tendency of the body to form a clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove the clot. The thv training manuals and IFU instruct the operator to administer heparin and maintain the act at = 250 sec. There are multiple etiologies for thromboembolic events including embolization occurring after device manipulation, bav, or valve deployment and these events can result in varying degrees of permanent impairment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per report, there was some difficulty noted in closing the access site with the non-edwards closure device. The thromboembolism may have been due to patient factors or procedural factors mentioned above. The exact cause remains unknown. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of a monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences japanese affiliate and the japanese post-marketing surveillance system, left lower artery thromboembolism occurred one day post procedure. A 26mm sapien 3 valve was deployed in the aortic valve via transfemoral approach using a commander delivery system and 14f esheath. On post operative day (pod) 1, left lower artery thromboembolism occurred. The thrombus was percutaneously removed by percutaneous transluminal angioplasty. The patient recovered on the following day.